Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one distal clevis ear broken off at its base. The ear had broken off on the opposite side of the conductor wire and cap. The broken piece was not returned. The conductor cap is also missing. Engineering also observed a broken proximal clevis at the main tube interface. As a result, the clevis is dislodged from the main tube. The proximal clevis and main tube are missing pieces. A .185 x .175 piece of the proximal clevis was returned with the instrument, however, the clevis has a remaining broken section that was not returned. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure the end piece of the permanent cautery spatula (pcs) instrument broke off and fell into the patient. The broken piece was retrieved and the instrument was replaced with another pcs instrument. The end piece of the second pcs instrument also broke off during use and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a third pcs instrument. No patient harm, adverse outcome or injury was reported. Medwatch MFR report 2955842-2011-00059 was submitted for the initial pcs instrument used during the procedure.